Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to insert the cat6 into a non-penumbra sheath, the physician encountered resistance and consequently, the cat6 became ovalized. Therefore, the cat6 was removed and the procedure was completed using a new non-penumbra sheath and a new indigo system cat5 aspiration catheter (cat5). There was no report of an adverse effect to the patient.